Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 210.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was confirmed due to defective c620 and c621 on the ca board, causing noise on the 12-volt line and damage to u1004, u1005, and u6 on the computer analog board. Additionally, u1005 could not turn on the converter circuit, causing fault. Upon investigation the monitor was unable to complete essential performance testing due to the defective components. The root cause of the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.